Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported a patient who was hemodynamically unstable, with high-dose catecholamines, was being implanted with an impella cp device for mechanical circulatory support. The implant was aborted due to the patient's anatomy, and the patient subsequently expired.

Manufacturer narrative:
B5 updated with additional information that was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29551. H6 health effect - clinical code 4582 was erroneously entered on the initial manufacturer device report number 1220648-2025-29551. H6 medical device problem code 2889 and component code 4742 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29551.

Event description:
It was further reported by the physician that the impella implantation was not successful because of kinking above the sheath. Implantation with sheath 14f x25cm was not successful.